Manufacturer narrative:
The meter was returned and investigated. The complaint was not confirmed. However, upon investigation contamination in the strip port was identified. The user manual provides recommended instructions not to allow blood or other solution into the monitor's test strip port. The meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A reading less than 20 mg/dl would display a "lo" message. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The paramedics called regarding their adc meter and reported receiving a reading of 91 mg/dl, which was higher than they expected for their patient. The patient was weak and confused. The patient was provided oxygen and given intravenous fluids containing 50% dextrose. The paramedics further reported receiving erratic readings on their adc meter. The paramedics reported receiving readings and 91 mg/dl and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500161040) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.